Manufacturer narrative:
Medwatch sent to FDA on (B)(6) 2016. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of vascular occlusion is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of vascular occlusion as follows: contra-indications "do not inject juvéderm® voluma¿ with lidocaine into blood vessels (intravascular)."

Event description:
Healthcare professional reported patient developed "vascular occlusion" after injection with unspecified juv&#580;erm voluma. No medical or surgical intervention noted. Symptoms are ongoing.